Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 3/4. The home patient (hp) stated he was connected at the time of the alarm. The hp stated he did not notice anything unusual about the supplies. The hp further stated he had already cleared the error and disconnected prior to calling. The hp confirmed that all the bags were still connected and the unused final line camp was closed. The technical service representative (tsr) advised the hp to complete therapy via manual supplies and to notify the peritoneal dialysis nurse (pdrn). On (B)(4) 2010, product surveillance spoke with the home patient (hp) who stated this was an isolated incident. The hp stated he has had no other issues and his therapy is going well. The hp stated he spikes his bags by hand and has had no problems with his supplies. The hp confirmed he inspected the cassette before discarding and noted no abnormalities. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.